Manufacturer narrative:
Please note that this device (endeavour resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 ,which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is a smoker. During the procedure, an attempt was made to use one endeavour resolute drug integrity drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the proximal right coronary artery, exhibiting chronic total occlusion - 100%. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated. Resistance was not encountered when advancing the device. It was reported that stent deformation occurred in the operative stage. Patient outcome is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.